Event description:
The customer reported that the system would intermittently not x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.